Event description:
Procedure type: unk. According to the reporter: pediport malfunction (came apart) with metal blade detaching from obturator and remaining in port. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
Date initial report sent: 12/08/2008.